Manufacturer narrative:
Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the pump was exposed to temperatures beyond tandem's recommended range, and subsequently a malfunction occurred. There was no patient involvement as the pump has not been used for insulin therapy. Customer continued to use manual injections for insulin therapy.